Manufacturer narrative:
(B)(4). Device received with missing display window cover, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. No cracks on the screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen adhesive was fell off and also reservoir ring was fell off. The customer¿s blood glucose level was unknown. The device will not be returned for the analysis.